Event description:
The customer reported that the insulin pump alarmed and the customer was experiencing high blood glucose over 400mg/dl for the past two days. The caller also reported being in the emergency room with high blood glucose. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.